Event description:
It was reported that the patient was having a revision on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399960, lot# v034835, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient could tell that when they sat down their implantable neurostimulator (ins) was not in the same place as it was originally. The patient had noticed in (B)(6) 2014 that the ins had slowly moved and they were not able to move the ins around, but they could tell it had changed location. The patient used to do yoga, but they could no longer because of the ins placement. The patient stated that everything started when they were not able to recharge the ins. There had been no event or traumas reported, but the patient had fallen about 1.5 years ago. After the fall, the patient was able to charge the ins and they did not think the fall contributed to the ins moving out of place. An appointment with the patient¿s healthcare professional (hcp) was scheduled for (B)(6) 2013. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.